Event description:
The following has been reported: biomed reported: "pump problem, which the top left valve pin has become stuck in, even after I cleaned it, it will not come out. The pump alarms service required." Patient harm: no stopped active infusion: no a preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.